Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the pull wire remained in the anchor. The pull wire was able to be removed.

Manufacturer narrative:
Alleged failure: during deployment of a cinchlock ss anchor, the wire broke and did not pull out of the anchor/patient. The wire was then pulled out through the anchor. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incomplete lever actuation, 2) user technique error, 3) use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire remained in the anchor. The pull wire was able to be removed.